Event description:
It was learned via the patient registry that a patient with a 23mm 3000tfx pericardial aortic valve underwent a redo aortic valve replacement procedure after an implant duration of two (2) years, seven (7) months due to unknown reasons. The explanted valve was replaced with a 21mm 3300tfx pericardial valve. The patient was noted to be in recovery post procedure.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. For products not returned, an engineering evaluation may be triggered if there is an allegation of a malfunction which could be related to a manufacturing non-conformance. Although the product was not returned and there is an allegation (per the implant data card, there was a deficiency of the device), there is no information available to suggest the allegation is related to a manufacturing non-conformance or a product failure with regard to design, reliability, or use error.